Event description:
Physician reported left side rupture. The device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: broken shell, brown particles and underweight. A visual and microscopic analysis was performed which identified sharp broken on posterior due to a surgical impact opening, for the stress mark in the shell. A dimension measurement of the shell was performed which identified the thickness was within specification. Based on the device analysis the final assessment is: a sharp opening on posterior due to a surgical impact.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: rupture. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported left side rupture. The device has been explanted.